Event description:
Same case as 6000093-2006-01517, 6000093-2006-01519. It was reported that 96 days after a coronary drug eluting stenting treatment procedure, the patient experienced a myocardial infarction (mi) and required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a de novo lesion located in the mid right coronary artery (mid rca). Target lesion characteristics were not provided. The physician treated the lesion with successful placement of three taxus express2 (3.00x16mm, 3.00x32mm and 3.00x24mm) overlapping stents in the target lesion. The patient was discharged the next day on aspirin. At 96 days after the initial procedure, the patient came to the emergency department with crushing chest pain, st elevations positive for inferior posterior mi and required a tvr of the mid rca. Patients plavix and aspirin had been discontinued 2 weeks prior in preparation for cataract surgery. Cardiac cathetherization showed occlusion at the end of the rca stent previously placed, which was re-opened. He was discharged in good condition.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.